Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the worn drive train parts. As a result, the bottom case, battery, plunger case right, plunger case left, plunger pcb, lead screw, motor, clutch left, clutch right, clutch cam, worm gear, and worm coupling were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device failed the occlusion test. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.